Manufacturer narrative:
Initial report submitted: 09/09/2008.

Event description:
According to the rptr: the tip of the device fell into the pt cavity and was not located for removal. No bleeding or significant delay in operating time was reported. No further report of pt complication was made.